Event description:
Patient was revised to address dislocation and possible infection. The head was depuy product; the liner was competitor product. Also, the doctor used a trial head as a spacer as part of the treatment for the possible infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: stryker acetabular liner event: this was used in conjunction with depuy product in this patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address dislocation and possible infection. The head was depuy product; the liner was competitor product. Also, the doctor used a trial head as a spacer as part of the treatment for the possible infection. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.